Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual and functional inspection was performed on the returned device. The reported leak was confirmed to be due to a cracked hub. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the leak was due to the crack in the hub; however, a cause for the crack could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the distal anterior tibial artery. There were no issues noted during preparation of the 2.5 mm x 20 mm armada 14 balloon catheter and no resistance felt during advancement of the balloon catheter to the lesion. During attempted inflation of the balloon it would not hold pressure and contrast could be seen coming back into the inflation device. A leak was suspected at the hub of the device. A new armada 14 balloon catheter was used successfully for the case. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.